Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure analysis - the inspection of the unit shows movement in the lock while in the locked position. All worn components will be replaced with new parts and general maintenance and cleaning will be performed. Root cause - the complaint is confirmed via inspection of the unit. The unit needed cleaning and replacement of worn parts. The probable root cause is routine use and wear. No corrective action is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
This is 2 of 2 reports linked to mfg report number 3004608878-2025-00185: a facility reported that the mayfield composite series skull clamp (a3059) was not secure and the patient's head slipped during the case. After further investigation, the equipment coordinator from the facility advised the following "the incident did not occur during a case and was the result of user error. It appears the end user may not have tightened the screw securely. No patient injury was reported."